Event description:
The quality assurance laboratory technician reported that during routine testing of the device in the quality assurance laboratory, the single board computer board was not communicating. This condition caused the device to not boot up successfully. There was no patient involvement.

Manufacturer narrative:
This event is related to medwatch 1828100-2012-01467, 1828100-2012-10469, and 1828100-2012-01048. This complaint is confirmed by the quality assurance technician. The suspect single board computer (sbc) was installed in a laboratory central control monitor and the central control monitor did not function. A laboratory sbc was placed in the suspect central control monitor and the central control monitor operated to specifications. The device will be brought to manufacturer's specification in service before being release for clinical use. No additional action will be taken at this time.